Event description:
Device issue: stent dislodgement. Adverse event: foreign body/in-patient - retrieved. Onset of adverse event: during the procedure. It was reported that during a procedure of the proximal left anterior descending artery, the rx promus stent dislodged from the balloon prematurely inside the anatomy. An unspecified snare device was used successfully to retrieve the stent from the aorta. A second rx promus 3.0x18 mm was used in the procedure. There was no reported pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.